Event description:
It was reported that the patient experienced ineffective stimulation and had the device explanted about around (B)(6) 2023. Further information has not been received from rep.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information regarding weight, alleged malfunction, returned devices. Further information was requested but not received.

Event description:
It was reported that the patient clarified the reason for system explant was due to ineffective therapy that was adjusted many times but was not the coverage the patient needed. The patient elected to have system removed.

Manufacturer narrative:
A patient experienced ineffective therapy was reported to abbott. As a result, the entire system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.